Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an admiral xtreme pta balloon with an 8fr sheath and a 0.035¿ non-medtronic guidewire during treatment of a 40mm soft tissue lesion in the patient¿s left mid common iliac artery. Minimal vessel tortuosity and minimal vessel calcification were reported. Artery diameter reported as 10mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. A non-medtronic balloon in-deflation device was used for balloon inflation. The device was passed through a previously deployed stent. No resistance was noted during advancement. It was reported that the device was slow to deflate at the lesion site. Deflation issues were noted following first inflation and during subsequent inflation. Procedure was completed by waiting for more than 60 seconds (around 80s) until the balloon deflated. No patient injury reported.

Manufacturer narrative:
Additional information: no damage was noted to the balloon catheter. Half-concentrated contrast inflation fluid was used. The balloon was fully deflated for removal and was safely removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.